Manufacturer narrative:
The t:slim g4 user guide states that the incomplete bolus alert will sound if a bolus was requested, but was not completed within 90 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and an incomplete bolus alert. The customer's blood glucose (bg) level was 360 mg/dl. The customer changed all the supplies on the pump and a correction bolus was delivered to address the bg level. As the pump supplies had been changed, tandem customer technical support (cts) was unable to perform a system check to determine a possible cause of the occlusions. Cts reviewed how the incomplete bolus alert was triggered. The customer acknowledged.